Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted:(B)(6) 2025: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2025: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 20-oct-2025, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 19-sep-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump. It was reported that there was fluid buildup in spine pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. The company representative (rep) received a phone call yesterday from a physician regarding concerns that the patient had developed a fluid buildup at the spinal pocket site. She aspirated clear fluid. The physician performed catheter access dye study but was unable to aspirate from the catheter access port. The patient¿s pain symptoms returned a couple of weeks ago, which was when they first noticed the fluid accumulation. Based on the return of symptoms, the presence of fluid, and the inability to aspirate from the catheter access port, the physician elected to proceed with a catheter revision on october 9, 2025. It was reported that there was possible catheter leak. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.

Event description:
Additional information was provided from a healthcare provider stated that the physician performed surgery and there was cerebrospinal flow leak (csf). The catheter was not leaking. The rep stated that they did not hear anything from the physician after the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.